Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref: 1627487-2011-04089. The pt received her scs system on (B)(6) 2011. The pt's husband reported once she was home, she stood and attempted to walk. It was reported she could not move her legs, fell, and broke her ankle. The physician requested a myelogram which revealed an epidural hematoma. The physician explanted the entire system. F/u revealed the pt's symptoms are partially resolved and on-going at this time. The pt was admitted to a rehabilitation center to regain function.